Event description:
The customer's wife reported via phone call that customer experienced high blood glucose. The blood glucose reading during the incident was 404 mg/dl. Customer stated they had hard time calibrating the insulin pump. The blood glucose reading at the time of call was 318 mg/dl. Customer was not using auto mode during the time of incident. Customer treated high blood glucose with insulin pump by taking bolus. The customer was also assisted with turning on the auto mode feature. The insulin pump well not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.